Manufacturer narrative:
(B)(4).

Event description:
A durable medical device supplier (dme) reported that a patient dropped a philips respironics bi-level positive airway pressure device (bipap) on the floor and soon after noticed a burning odor. The dme reported thermal damage and void in the device enclosure. There was no report of patient harm associated with this incident. A follow-up report will be provided once investigation of the device is complete.